Event description:
It was reported that the customer had to press the act button several times to get the insulin pump to prime during an infusion set change. The customer's blood glucose level was 67 mg/dl. She treated her blood glucose level with a glass of milk. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).